Event description:
Sbf tube placed by md without incident. Per follow-up x-ray, tube found to be looped back up from stomach, into esophagus, through esophageal wall and through the pleural space. Pt stable, but had pneumothorax on x-ray that did require placement of chest tube.